Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during the initial drain cycle of hp's automated peritoneal dialysis (apd) therapy. Per hp, two pt line extension sets were being used in combination with a standard homechoice set. These extensions were not connected until after the prime cycle had already been completed. Tsc assisted hp in ending therapy early. Hp completed therapy by setting up with new supplies. Per hp, no pt injury or medical intervention was associated with this incident.